Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax. Initially it was reported, as soon as ablation began there was a problem with the contact force. The problem with the force sensor only occurred when ablation was on. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed force issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation. During a second visual inspection on 3/26/2020, the bwi pal found a hole in the pebax. The observed hole in the pebax has been assessed as an MDR reportable malfunction. The awareness date has been reset to 3/26/2020.

Manufacturer narrative:
Initially it was reported, as soon as ablation began there was a problem with the contact force. The problem with the force sensor only occurred when ablation was on. The investigational analysis completed 4/29/2020. The device was visually inspected and reddish-brownish color was found inside the pebax. A second closer inspection was performed and a hole was found on the pebax and reddish brown material. The magnetic sensor functionality was tested on carto and the catheter was properly visualized with no errors observed. The force sensor feature was tested and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed, and no internal actions were found during the review. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined.